Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and the proximal balloon cone appeared slightly opened most likely due to the bunched inner extrusion shaft located inside the proximal balloon cone. No issues were noted on the distal balloon cone as the balloon wings were tightly wrapped and evenly folded. The tip was visually and microscopically examined and no damage was noted. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found that several locations of the inner polymer extrusion were accordioned. The bunching extended into the proximal balloon cone and proximal markerband. It was also noted the inner/outer polymer extrusion was kinked 80mm distal from the port bond. Solidified medium was evident inside the shaft polymer extrusion shaft. The types of damages noted are consistent with excessive force being applied to the delivery system. The device was returned with a guidewire stuck in the device. As part of the analysis, an attempt was made to remove the guidewire but the guidewire remained stuck on the catheter. The device was soaked in water-bath at 37 degrees celsius for 24 hours in order to soften the hardened medium which was present in the polymer extrusion shaft. After soaking, the 0.014'' guide wire was removed without any resistance. An attempt was made to track the recommended 0.014'' guidewire through the device but resistance was felt at the location where the inner extrusion was damaged. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. A non-bsc guide wire was advanced to cross the lesion while a 3.00x24mm synergy ii everolimus-eluting platinum chromium coronary stent system was loaded over the non-bsc guide wire. Upon advancing the device, it got stuck on the non-bsc guide wire outside the patient's body. The physician pulled the entire system out and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. A non-bsc guide wire was advanced to cross the lesion while a 3.00 x 24 mm synergy ii everolimus-eluting platinum chromium coronary stent system was loaded over the non-bsc guide wire. Upon advancing the device, it got stuck on the non-bsc guide wire outside the patient's body. The physician pulled the entire system out and the procedure was completed with another of the same device. No patient complications were reported.